Event description:
Boston scientific crm received information that the latitude system detected a red alert from this implantable defibrillation lead due to a high shock impedance measurement.to date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided that a revision procedure was performed, during which it was discovered that the df proximal set screw was not screwed down. The lead was able to be removed from the header with a slight tug. The lead was reinserted and connected and all values were noted to be acceptable. To date, there have been no reported adverse patient effects related to this clinical observation.